Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a following in clinic. It was noted that the longevity of the ventricular leadless pacemaker's (vlp) battery could not be measured and the implant date could not be inputted. It was noted that during an initial implant procedure of vlp on (B)(6) 2026, the patient had to be cardioverted three times for atrial fibrillation which affected the battery longevity slightly. The patient is currently stable and being monitored.